Manufacturer narrative:
Corrected section: a3 - patient sex not reported. (B)(4).

Event description:
The patient got pta for the avg (brand unknown) and fusion vascular graft implant for bypass with brachial artery. The surgeon informed a local dealer representative of that the patient developed seroma in the implanted area.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The patient got pta for the avg (brand unknown) and fusion vascular graft implant for bypass with brachial artery. The surgeon informed a local dealer representative of that the patient developed seroma in the implanted area.